Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)/2023, it was reported by a facility representative via sems that an ar-6482 remote has exposed cables. This was discovered during a case with no patient effect.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-6482 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to the instrument's connector. Visual evaluation found the connector cables are exposed. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.